Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple, low blood glucose (bg) levels (lowest of 27 mg/dl). To treat the low bgs, the customer consumed soda. At the time of the reported event, bg level was 73 mg/dl. Recommendation was made to consult with health care provider regarding diabetes management.